Event description:
The report stated that the surgeon was using the ligasure laparascopic sealer/divider on laparoscopic salpingo oopherectomy. The surgeon stated that the seal bled and the jaws of the handpiece stuck to the ovaries and were difficult to remove from the tissue. This caused damage to the patient's ovaries during removal.